Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the absolute pro stent was placed in an av fistula during a previous intervention on (B)(6) 2014. When being treated by a renal access staff member, during needle insertion, the nurse observed that the patient was bleeding and that at the bleeding site a piece of stent was protruding from the skin. It was believed that the needle may have caught the stent on the way out. The patient was then seen by a vascular surgeon who surgically removed the stent on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent was explanted and is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.